Event description:
Consumer claimed the unit burned a hole through the pad. No injuries were reported with this incident.

Manufacturer narrative:
Crushing the pad is abuse of the product and a violation of the warnings and instructions provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product.